Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain¿. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014- 08314 / 08315).

Event description:
It was reported that the patient underwent total shoulder arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to pain and instability. During the revision surgery, it was noted that the shoulder had dislocated due to unknown reasons. The humeral head and glenoid components were replaced with a reverse shoulder system.